Manufacturer narrative:
Additional information received on september 30, 2016. Additional: brand name, common device name, MFR contact info, model/lot #, if follow-up, what type?, device manufacture date. Updates: adverse event or product problem, date of event, report date, describe event or problem, implant date, device available for evaluation?, date received by MFR, type of reports, device evaluated by MFR?, evaluation codes, additional MFR narrative. The manufacturer received the product, investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as supplemental information becomes available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4). Under investigation.

Event description:
It has now been reported that the patient was implanted an ankle fix plus ti-plate, standard, right on (B)(6) 2016. On (B)(6)2016 one screw was revised. On (B)(6) 2016 the plate was revised due to breakage.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that the anklefix system was implanted on (B)(6) 2016. On (B)(6) 2016 a surgery took place due to screw loosening. The screw loosening is treated in complaint (B)(4). After 3 months of implantation the anklefix plate was broken and revision took place on (B)(6) 2016. Review of received data - 2 x-rays dated (B)(6) 2016: two x-rays were sent prior to the implantation. The x-rays are in poor quality. On the x-rays 2 existing screws and a staple can be seen. -2 x-rays dated (B)(6) 2016: 1 x-ray ap view and 1 x-ray lateral view were received. An anklefix plate with several screws was implanted. A good fixation of the plating system can be seen. -2 x-rays dated (B)(6) 2016: 1 x-ray ap view and 1 x-ray lateral view were received. Two implanted screws on the distal end of the plate (plate head) are loosened. -2 x-rays dated (B)(6) 2016: 1 x-ray ap view and 1 x-ray lateral view were received. The two loosened screws were retightened. An additional screw (charlotte screw was implanted). This is not a zimmer biomet screw. -2 x-rays dated (B)(6) 2016: 1 x-ray ap view and 1 x-ray lateral view were received. The breakage of the anklefix plate can be seen. The breakage is located in the middle part of the plate. -2 x-rays dated (B)(6) 2016: 1 x-ray ap view and 1 x-ray lateral view were received. A new nailing system was implanted with several screws. No product information provided about the intramedullary nailing system. -surgical report of implantation dated (B)(6) 2016: diagnosis: post-traumatic osteoarthritis, right ankle/foot. During the surgery a small ulceration centrally in the small clavus was detected. The ankle joint was completely unstable with ventral subluxation. The subtalar joint and ankle joint were cleaned and freed up to implant an anklefix plate stretching from the calcaneus and up over the tibia. Some bone had to be gouged out from the talus, calcaneus and tibia. The plate was fixed to the calcaneus with four screws. Compression was applied which the plate was also fixed to the tibia with six screws and to the talus with four screws. The subtalar gap was solved with bone taken from the tip of the fibula, talus and calcaneus. -surgical report for screw migration dated (B)(6) 2016 (the screw migration is treated in complaint (B)(4)). Diagnosis: after 1 month the patient had pain. X-rays shows that the screws in the distal calcaneus have loosened and backed out. The screws distally are completely loose and can be removed. The screws that are still in place are also somewhat loose. Some of the screws are changed to achieve bicortical passage. One or two screws were replaced and the other screws can be screwed in very tightly. An extra screw is placed through the gliding hole of the plate. All screws are vigorously retightened. The system is now completely stable. To further secure the subtalar joint a charlotte screw from the distal lateral calcaneus up through the talar column was placed. -surgical report of explantation dated (B)(6) 2016: diagnosis: plate breakage after 3 months the broken plate and screws were removed. The subtalar joint is completely healed and stable, while the ankle joint is completely open. After the plate removal an ankle arthrodesis was done with using an intramedullary nail. No further information was provided about the implanted nailing system. The manufacturer is unknown. Devices analysis - visual examination: the broken plate and fifteen screws were returned for investigation. The plate shows that the breakage occurred through two bore holes. The fracture surfaces are highly damaged and polished areas are visible. It is unclear why, when and how these surface abnormalities occurred. Therefore, a meaningful analysis of the fracture pattern cannot be done. In addition it can be observed that the threads in almost every bore hole of the plate are highly deformed and damaged. Several scratches can be found on the plate surface. Eleven screws out of fifteen are locking screws and the other four are standard screws. No abnormalities found on the delivered screws. Review of product documentation - the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw: - plate breakage due to lack of adequate strength. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending . - breakage of plates and screws due to inadequate design for intended performance of device. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending. - breakage of implant due to explanted implant is used for new implantation surgery => possible, as no patient stickers were available this point cannot be excluded. - off label use leads to failure of surgery due to wrong/misleading information of labels, surgical technique and/or instructions for use. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending. - failure of surgery due to insufficient warning of side effects => possible, it is possible that the patient did not follow the post op instructions. Conclusion summary: it was reported that the plate was broken three months after implantation. The broken plate, screws, x-ray pictures and surgical reports were sent for investigation. The review of the x-rays and surgical documents did not show any abnormality. The visual examination of the plate shows that both fracture surfaces are damaged and deformed. It is unknown when these deformations occur. A meaningful analysis of the fracture surface is therefore not possible. There are several factors which may have contributed to the breakage: it can be that the plate was over stressed; too much weight applied on the plate. However, an exact root cause for the plate breakage could not be determined the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the devices for investigation. One picture and one x-ray was provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for the specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. A prior surgery was performed for the migration of the screws and was reported under (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a plate extremities impl on (B)(6) 2016. The patient was revised on unknown date due to the breakage of the implant.

Manufacturer narrative:
Additional information was received to correct the aw date of the event. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Additional information was received to correct the awareness date .